Event description:
Reporter states customer had passed out with blood glucose result of 121 mg/dl taken on the advantage system. Result on hospital meter was 30 mg/dl; timeframe between results unknown (treatment unknown). Requested return of suspect device and replacement was sent.